Event description:
Int'l customer reports that the device broke five days following implant. The broken fragment remains in-situ.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: 47369isp, mfg: 11/30/2007, exp: 02/28/2013. Lot: 47231isp, mfg: 01/17/2008, exp: 01/31/2008. Lot: 47490isp, mfg: 03/20/2008, exp: 03/31/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished good release criteria.